Event description:
N/a.

Manufacturer narrative:
As reported in a research article,"valve-in-valve-in-valve", an unknown date, a 25mm epic valve was implanted for surgical aortic valve replacement (savr) in a male patient in his 80s. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Some post-procedural complications included surgical intervention, hospitalization, aortic stenosis, fibrous calcific svd. Based on the information received, the cause of the reported incident could not be conclusively determined. A4 - patient age is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: valve-in-valve-in-valve.

Event description:
The article, "valve-in-valve-in-valve", was reviewed. The article presented a case study of a male patient in his 80s. It was reported that on an unknown date, a 25mm epic valve was implanted for surgical aortic valve replacement (savr). It was then reported 10 years later, the patient presented with severe stenosis of the epic valve. A decision was made to perform a transcatheter valve-in-valve with a 26mm medtronic corevalve evolut. It was reported 8 years post-intervention, the patient presented with dyspnea, hiastolic heart murmur, acute heart failure, severe valve regurgitation, preserved left ventricular function and mild renal impairment. A decision was made to perform another valve-in-valve procedure. The epic valve ring was fractured with a non-compliant 22/40mm balloon at 10 atm, expanding the evolut frame from 19.6mm to 20.6mm. A 23mm edwards sapien iii ultra valve was implanted, followed by post-dilatation. The patient was discharged after a 3-day hospital stay. [The primary and corresponding author was stephane cook, cardiology, university of fribourg, fribourg, switzerland, with corresponding email: stephane. Cook@unifr.ch]

Manufacturer narrative:
Literature attachment: article title "valve-in-valve-in-valve". A4 - patient age is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.